Event description:
It was reported that during a left ventricular lead implantation procedure, the physician could not implant the lead into the coronary sinus. The physician used another lead and the procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.